Manufacturer narrative:
One returned, actual - but unused, 6" x 8" section of proceed mesh was examined visually. The returned, cut section represents half of the original product (12" x 8"). This appeared to be the section that was not used in surgery. The returned 6" x 8" section was cut, but otherwise had no damage, defects, or anomalies present. No actual used product was provided for examination.

Event description:
Customer reported that the product tore while placing stay sutures less than one quarter inch from the edge. No adverse patient consequences reported.